Event description:
A customer reported low vacuum during a cataract with intraocular lens implant procedure. There was a five minute delay in the procedure, to reboot the system. The procedure was completed with no patient harm.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer would check their system settings. The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).